Event description:
Healthcare professional, in scientific publication titled "secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures" reported "ruptured with ptosis". This record is for the right side. Device was explanted and replaced. Return availability is unknown.

Manufacturer narrative:
Article citation: messa, c. A., 4th, bereszniewicz, j., & messa, c. A., 3rd (2025). Secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures. Aesthetic surgery journal, sjaf236. Advance online publication. Clarification to b3 date of event: the information in this report was first presented at american society of plastic surgery (pstm): the meeting in austin, tx on 29/oct/2023, and was later published in an article on 20/nov/2025. Clarification to d4 device information: reported as "subpectoral moderate profile 220cc silicone implants". The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured with ptosis".